Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 message says close drawer while trying to recover. A field service engineer found that the magnet had fallen out of the inseparable, which caused the issue. Replaced the insep, and this resolved the problem. Tested the device using the hardware test application and then completed recovery in the production environment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its tower door was not working. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its tower door was not working. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.